Event description:
Reportedly, the surgeon was attempting to ablate two lesions and this was the third time the patient has had the procedure. The surgeon accessed the liver percutaneously using ultrasound guidance. Two grounding pads were applied to the left thigh, 1 anterior and 1 posterior. There are no reported adverse events during the procedure. However, post-op the patient had breathing difficulties and approximately 2 hours post procedure there were full thickness burns noted where the posterior pad has been situated. As of 9/2005, the pt was still hospitalized and is reported to need further treatment for the burns.